Event description:
The manufacturer received information from a customer alleging a life vent evo2 ventilator inoperative condition occurred while in patient use. The customer states the alarm is triggered (ventilator inoperative) when the patient stops therapy during the night to go to the bathroom. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.